Event description:
It was reported that 24 hours post water vapor thermal therapy procedure, the patient was admitted with symptoms of septicemia. The patient underwent a magnetic resonance image (MRI) and diagnosed with abscess within the prostate. The patient underwent transurethral resection of the prostate (turp) and antibiotic treatment while in the intensive care unit (ICU). The patient recovered and was released from the hospital. The device performed as intended during the procedure. Patient recovered from infection and no urinary outcome information available.